Manufacturer narrative:
Manufacturer representatives (reps) tested the equipment at the site. The ssd was replaced on the navigation system. The reps were able to get the system up and running. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was booted up, and it would display the medtronic logo, but then proceed to a blank screen with a blinking cursor. The system was rebooted, and it then asked for a boot device with no available options. There was no patient present when this issue was observed. During troubleshooting, a medtronic representative (rep) attempted to boot the system into recovery mode, but hitting ¿ctrl+alt+home¿ while at the cursor screen did not restart the system into the grub menu. The system was rebooted, ¿ctrl+shift+del¿ was hit and then the grub menu was able to be launched. After going into the advanced options and hitting recovery, the system stalled and did not walk through text with errors. There was a blank purple screen. The system was rebooted again but the rep was unsuccessful from this point with every method that was tried. Additional troubleshooting was performed by two reps at the site. After putting a replacement solid-state drive (ssd) into the system and booting the system up, the reps went to install the software. While installing the software the rep opened the self-test tab, but the system became unresponsive at this point. The system was rebooted without success. Therefore, another ssd was shipped to the site. After installing the second ssd, the reps were able to log into the admin once. Shortly after logging in, the system became unresponsive and the graphical user interface (gui) for the operating system (os) disappeared. The icons and menus were gone. The system was hard shutdown, and after logging onto the admin again the os gui did not load. The team then checked the placement of the ssd; it was seated correctly and there was no apparent damage to the ssd caddy or connectors. The team put the ssd in the secondary bay and restarted the system. Upon restarting they were able to log into the admin, but the user interface icons were white and error dialogs appeared on the screen. They tried to install the clinical application, but received errors that the disk was not mounting. The team then did one last check of the ssds. The first initial ssd was not working on bay 1 or bay 2, the first replacement ssd was not working on bay 1 or bay 2, and the second replacement ssd was not working on bay 1, but was working on bay 2. It was noted that some of the issues presented themselves as soon as they attempted to load the installation disk.

Manufacturer narrative:
Device evaluation: a software analysis was completed. It was determined that the reported issue was not a software issue. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735786, serial/lot #: (B)(4). Device evaluation: additional analysis results became available. The computer was sent to the original equipment manufacturer (OEM). The OEM confirmed the failure mode and identified the faulty component as the system board. The system board was replaced and the part then passed testing. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: brand name updated to proper value. Correction: the system's computer and dvd drive were also replaced during testing of the equipment at the site. Device evaluation: three solid-state drives (ssds) were received by the manufacturer for further evaluation. Visual/physical examination and functional testing were performed for each of the ssds, but the reported issue was unable to be confirmed or duplicated. Each of the ssds were tested on a bench tester and were able to boot normally to the app screen over ten times without issue. The user was also able to sign into the software admin every time and shut the computer down. There was no fault or problem found with the returned ssds. Device evaluation: the dvd drive was received by the manufacturer for further evaluation. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The dvd drive and cables were tested over 10 times and multiple disk loaded/mounted every time. A benchmark test was performed and the dvd drive performed as expected. There was no fault found with the dvd drive. Device evaluation: the computer was received by the manufacturer for further evaluation. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. Initial power up boots with a test ssd were successful. After approximately 30 minutes, however, the video output failed as there was a black screen on the digital visual interface (dvi). The video graphics card (vgc) cooling fans were running, but reseating the vgc and retrying did not resolve the issue. Analysis determined that there was a failure with the returned computer. FDA result code and FDA conclusion code correspond to the analysis performed for the returned computer. FDA result code and FDA conclusion code correspond to the analysis performed for the returned ssds and dvd drive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the computer, hard drives, and everything had been sent in so no logs were available.